Event description:
It was reported that the device would not power on ac or dc source. There was no report of pt use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control provided customer technical assistance and the power pcb parts info to repair device. Follow up with the reporter found that the biomed ordered a replacement pcb to repair the device.